Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of pacing due to oversensing noise on the right ventricular (rv) lead was observed. A revision surgery was performed and the lead was explanted and replaced. The patient's condition was stable and there were no adverse consequences.